Event description:
It was reported that prior to use after opening package it was discovered that device was damaged with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter, translated from japanese to english: when opening the package, the product was damaged.

Manufacturer narrative:
H.6 investigation: bd received samples and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for damaged housing with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see h.10

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use after opening package it was discovered that device was damaged with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter, translated from (B)(6) to english: when opening the package, the product was damaged.